Manufacturer narrative:
(B)(4). Inability to eat; inability to retain information; restlessness; trembling. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent an augmentation of tooth site #12 using rhbmp-2/acs and placement of a cytoplast mebrane. An unknown time post-operatively, the patient began to experience symptoms including disruption of peristalsis with inability to eat, inability to sleep, uncharacteristic depression, inability to retain information, uncharacteristic anxiety, restlessness, trembling, leg and back spasms, and diaphragmatic spasms with difficulty breathing. The patient consulted with a third party (B)(6), accupunturist to address the symptoms. This consultant recommended removing all graft material and implanted devices. The surgeon does not feel that the rhbmp-2/acs is causing the patient's symptoms. No revision has been performed to date.